Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, wireless communication failure was noted on the patient's device. T. The device will not communicate with the programmer the rf, or with a rf enabled merlin at home communicator. No intervention was performed with the device. Inductive transmitter was ordered. The patient was stable.